Event description:
It was reported that during an unknown process step with a minicap transfer set, a peritoneal dialysis (pd) patient observed a "black substance" inside the silicon tubing. The "black substance was observed on the internal part of the tube. The event occurred approximately 20 days after the last transfer set change. The same day the particulate matter was noted, the transfer set was changed. The following day the patient was started on diflucan (ongoing) and vancomycin (1 gram). Subsequently, the patient was diagnosed with peritonitis. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye identified an unknown loose, black particulate matter (pm) speckled throughout the inside of the silicone tubing. Further investigation was performed including microscopic examination using polarized light microscope (plm) which revealed structures consistent with mold. Leak pressure testing, clear passage and clamp function were performed with no issues noted. The reported condition was verified. The cause of the mold could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.